Event description:
Three reloads were fired successfully. When attempting to fire the fourth reload, the staples did not form the proper b shape and fell into the abdominal cavity, producing bleeding. The knife still cut the tissue. The staple line was reinforced using vloc. To complete the procedure, a new egia reload was used. The patient is currently in good condition. No reinforcement material was used. There was no delay in surgery over thirty minutes. No device fragment fell into the patient cavity. Egiaustnd: product lot #: p4c0322x, egia ultra universal stapler: k083519.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).